Event description:
It was reported that the patient underwent an intracept procedure and a fifteen minute ablation was performed without complication. However, when a second ablation was initiated, the anesthesia team identified complications and requested the procedure be stopped. The ablation was immediately halted and the anesthesia team initiated resuscitative efforts. The emergency medical services (ems) arrived and transported the patient to the hospital. The hospital called time of death upon the patient's arrival. The physician assessed that neither the device nor the procedure contributed to the patient complication.